Event description:
Spontaneous- the patient called the pharmacy to report an issue with her xolair injection on (B)(6) 2021 the patient is prescribed xolair single dose vials. The needle that she was using to inject the xolair broke and she was not able to inject the full 300 mg dose of xolair. No further information available. No adverse event reported from not being able to inject entire dose. Unknown if needle on hand for retrieval. All known information is contained on this form. Any additional information will be provided on a separate medwatch report. Reported to (B)(6) by pt/caregiver.